Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot#: va1sj64, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 22-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead and extension connection the physician found that contact 3 of the proximal end of the lead (which forms connection with extension) was bent. The system was implanted in one procedure. An impedance check showed that impedances were within normal range. The cause of the damage was not determined. No actions were taken, and it was unknown if the event was considered resolved. The lead remained implanted and in service. No symptoms were reported as a result of the event.